Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the linear actuator pump volume dispense, probe heights and adjustments, incubator cover for baffles and dual resolution dilutor springs and seals. The cse found that the incubator cover for baffles was bent. The cse also determined that sample probe was not aspirating due to the low volume in the secondary tube. There was no level sensing error. The customer put the secondary tube higher to address the issue. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there were no mechanical or reagent level sense issues. The instrument data showed that there was potential for bubbles within the sample. The hsc specialist concluded that the potential cause of the discordant results was due to bubbles within the sample. No further evaluation of device is required. MDR 2247117-2018-00047 has been filed for the same event.

Event description:
Discordant thyroglobulin (tg) results were obtained on an immulite 2000 xpi instrument. The sample was repeated multiple times, resulting different. The initial result was not reported to the physician(s). It is unknown which result is considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant tg results.